Event description:
Patient called lfs alleging that their test strips were peeling upon insertion into the meter. The patient was able to test on the meter and obtained results of 101, 119, and 125 mg/dl. The patient stated that they became irritable and phoned their physician for advice. They ate and drank to increase their blood sugar. No evidence of meter contributing to a serious injury. The patient obtained meter results that were low and was experiencing symptoms of low blood sugar. The issue with the test strips was not resolved with troubleshooting. The test strips have been replaced for the patient.